Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the patient right side trunion lock was not locking. The left side was not locking tightly. Add'l info was requested and on (B)(6) 2014, the following was rec'd from the customer. The product problem was discovered before start of surgery (placement of electrode for deep brain stimulation), before frame was placed on the patient (exact age unknown, probably 60-70 years old). The product problem was described as the locking rings on the side of the crw would not hold. They would keep moving and would not stay in place. The date of the incident was unknown but probably a month or so ago. It was reported that this type of procedure, patients are awake so the patient would have been sedated but not intubated. There was no patient harm or injury. An old crw was used to finish the case. There was surgery delay but exact time was unknown. There was no patient adverse consequence as a result of the surgical delay.